Event description:
Additional information received noting that the cause of the increased seizures and fall are related to both vns stimulation and external factors. The intervention taken for the event was medication changes and decreasing the vns stimulation.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. B6 relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out relevant information. H6 adverse event problem, corrected data: initial report inadvertently did not code f2303 and d12.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to reoccurring seizures and a fall. The patient then had a brain MRI scan. No other relevant information has been received to date.